Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to another manufacture, olympus service operation repair center (sorc) for evaluation and we had reported the result on the initial MDR of #8010047-2020-10509 of (B)(6), 2020 jst ((B)(6), 2020 est). Therefore, "d9: device availability" was changed to "yes" and also "returned to manufacturer" was checked, "h3: device evaluated by manufacturer" was changed to "yes", "h6: type of investigation" was changed to "10 - testing of actual/suspected device". If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the complaint information there was the possibility that the reported phenomenon was attributed to the residual foreign object in the instrument channel due to user handling.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the foreign object came out from the distal end of the instrument channel of the subject device during the reprocessing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon when the cannel cleaning brush was passed through the instrument channel. There was no report of patient injury associated with this event.